Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified concentration of norepinephrine and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted the device displayed "vtbi complete" with no audible alarm tone. The device was removed from clinical service. Although requested, no additional information was provided including if there were any adverse patient effects or medical interventions required. Hospira is continuing to investigate.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).